Event description:
It was reported that continuous glucose monitor displayed error message and sensor issue occurred. There was no reported adverse impact to the customer. Customer was provided with complete pump reset instructions and planned to reset pump when ready and contact support again if issue persisted.